Event description:
On (B)(6) 2009, the patient reported that an e10 (cartridge) error was displayed on the infusion device. She stated that she changed the insulin cartridge the previous night and had no issues. She stated that the piston rod of the infusion device was making a grinding and clicking noise. She cleaned the inside of the insulin cartridge and stated that no condensation was present. She changed the battery and the issue continued. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.